Event description:
Additional information received reported that during the revision the patient was under anesthesia for eight hours because the physician did not have the correct "parts." At the time the additional information was received, the patient was at a clinic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a recent lead revision because "tissue had pushed the lead up." It was also stated that the patient's implantable neurostimulator turned off for "a couple of weeks" following the most recent time the patient was "scanned." Details in regard to the "scan" were not provided. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 3004209178201104495.